Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the unit had been repeatedly rebooting due to a failing hard drive that caused windows blue screen errors and prevented the system from completing a reimage, despite attempts to reseat and replace cables and test other components. The field service engineer replaced the faulty hard drive with a new 256 gb unit, which resolved the issue. After replacement, the system successfully reimaged and operated normally, with all applications, drawers, and cabling verified as fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es restarted automatically. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.